Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had crack on the reservoir compartment. The customer's blood glucose was 449 mg/dl at the time of incident. The customer declined to troubleshoot for high blood glucose. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.